Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not pacing and sensing properly. The epg passed all incoming functional testing. The epg was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was turned on due to the patient¿s decreased heart rate but was not pacing and sensing properly. Setting adjustments were made, a ground wire was placed, wires were switched in different connection sites of the atrial cable, and the atrial cable was changed. The issue was not resolved. The epg was changed out and returned for service. No patient complications have been reported as a result of this event.